Event description:
During a preventive maintenance and when the field service engineer arrived, the robot turned on without any issues, but would not connect to the controller either on the maintenance side with kineverif or through the rosa software. The fse tried unplugging and rebooting the robot and manually releasing the arm without success. She was able to ping the controller and connect to the controller using ftp surfer. All of the internal wiring seemed to be correct. She was unable to get the controller to connect, so logs were sent to the technical team for further review of what the problem might be. Problem did not occur during a surgery, no patient involvement.

Manufacturer narrative:
It was reported that the field service engineer was unable to get the controller to connect either on the maintenance side with kineverif or through the rosa software.a full analysis of the data logs has been performed and this analysis concluded that connection failures to the robot arm were due to the misconnection of the starc card. The filed service engineer present on site reseated it and now the device works well. Corrected data: date of this report, date received by manufacturer, if follow-up, what type, device evaluated by manufacturer, event problem and evaluation codes and additional narratives/data.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted (B)(4).

Event description:
During a preventive maintenance and when the field service engineer arrived, the robot turned on without any issues, but would not connect to the controller either on the maintenance side with kineverif if or through the rosa software. The fse tried unplugging and rebooting the robot and manually releasing the arm without success. She was able to ping the controller and connect to the controller using ftp surfer. All of the internal wiring seemed to be correct. She was unable to get the controller to connect, so logs were sent to the technical team for further review of what the problem might be. Problem did not occur during a surgery, no patient involvement.